Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information indicates that the lead was explanted due to lead dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The lead had failed the stylet insertion test as there was a blockage - likely due to body fluid. However, x-ray imaging showed no conductor issues.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to unknown reasons. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis. Additional information indicates that the lead was explanted due to lead dislodgement.